Event description:
It was reported that during the atrial fibrillation (afib) procedure, a perforation of the left atrium was noticed as the patient's blood pressure dropped. The perforation was confirmed by surface echo. A pericardiocentesis was performed and over 900 ml of fluid were removed. The patient was reported to be in the or and not in stable condition. Upon request, additional information was provided on the event. The event was life threatening. While mapping the left atrial appendage (laa) and left common os sites, it was noted that the patient¿s blood pressure was dropping. Stat transthoracic echocardiogram (tte) showed a pericardial effusion. The catheters and sheaths were removed from the left side of the heart, heparin was stopped and protamine was given. A pericardiocentesis was performed with >900 cc of bloody drainage. A pericardial drain was placed. The patient¿s blood pressure returned to normal. Shortly after, the patient¿s blood pressure started to drop again. There was nothing coming out of the drain. The echo revealed reaccumulating effusion. The physician was unable to reposition the drain. The patient was taken for emergency open heart surgery to repair the cardiac perforation. The patient required extended hospitalization. The physician¿s opinion is that the perforation was due to several factors. First, the transseptal puncture was very low, allowing a more direct angle for the catheter to reach the laa. Second, the patient had unusual anatomy, a left common vein with a pronounced ridge, large laa with an unusual takeoff-more roof than anterior.

Manufacturer narrative:
The original reported lot number was reported as unknown. Per the bwi failure analysis lab, after testing the returned product, the lot number was identified as 16064828l. (B)(4) it was reported that during the atrial fibrillation (afib) procedure, a perforation of the left atrium was noticed as the patient's blood pressure dropped. The perforation was confirmed by surface echo. A pericardiocentesis was performed and over 900 ml of fluid were removed. The patient was reported to be in the or and not in stable condition. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the perforation remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant product: carto 3 system: model #: m-4800-01, serial #: (B)(4); stockert 70 system: model #: m-5463-01, serial #: (B)(4); cool flow pump: model #: m-5491-02, serial #: (B)(4); ez steer coronary sinus catheter: model #: d-1263-05-s, lot #: unknown. (B)(4). Third, the patient is an alcoholic which caused his cardiac tissue to be more friable and easier to perforate. The causality was possibly procedure related. The physician did not experience any difficulty in manipulating the catheter nor did he notice any abnormal signals. The rf generator was set to power-control mode at 35 watts. The power was not titrated. The temperature was set at 40 degrees celsius and the flow setting was set to 15 ml/min. The long sheath used with the thermocool sf navigational catheter was the sl1. The act maintained during the procedure was > 350. The patient fully recovered with no residual effects. He was discharged home. The patient¿s baseline before the procedure was paroxysmal afib and alcoholism.